Event description:
It was reported that the patient was interrogated and showed 2.0ma output with low impedance. System diagnostics ran and the low impedance persisted. Only one system diagnostics were performed with moving the patient's neck. Xrays were ordered. No recent trauma was reported. Patient is not a known twiddler. Programming data was received and reviewed. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Patient had a full revision performed. The explanted devices have not been received to date. No additional relevant information has been received.